Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage under water, and priming tests were performed and a leak at the assembly of the tubing into the drip chamber was observed. A dimensional test was performed which revealed the tubing met specification. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address:(B)(6) hospital.g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked at the junction of the drip chamber and tubing. This occurred before patient use. There was no patient involvement. No additional information is available.